Event description:
As reported, two days after a stent placement in left popliteal artery and vascular closure with 6f exoseal, ischemia of the left leg appeared, requiring surgical incision. The stent was blocked following a migration of the exoseal vascular plug in the artery. According to the surgeon, during procedure, the plug deployment has been made properly and the hemostasis achieved.

Manufacturer narrative:
Complaint conclusion: as reported, two days after a stent placement in left popliteal artery and access closure with a 6f exoseal device, ischemia of the left leg appeared, requiring surgical incision. The stent was blocked secondary to migration of the exoseal vascular plug in the artery. According to the surgeon, during the procedure, the plug deployed properly and hemostasis was achieved. The physician achieved certification on the use of the exoseal and has used the device 15 times before. The vascular closure device (vcd) showed no visible signs of damage and was prepped according to instruction for use (IFU) instructions. A stent was not near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no resistance or friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. After plug deployment, the exoseal vcd and sheath were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The product was not returned for analysis. Review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the DHR review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Please note that the lot # of the device has been received: 17146745. Additional information has been received: an unknown approach was made with a 6f non-cordis sheath. The patient¿s weight and height are unknown. The physician achieved certification on the use of the exoseal and has used it 15 times before. The vcd showed no visible signs of damage and was prepped according to IFU instructions. A stent was not near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. After plug deployment, the exoseal vcd and sheath were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Procedural films are not available. Concomitant devices: innova boston stent and terumo 6f sheath. The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). Please note that the reported lot number was 17146741. However, this lot # was not found in our systems. The device will not be returned for analysis. A device history record (DHR) review was not conducted as a valid lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.